Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of broken wing tip was confirmed. Based on the results of the investigation, olympus verified that both lock levers are broken off. The broken portions were not returned for evaluation. The tubing was inspected, and there are no signs of punctures on the tubing or signs of residue inside the tubing. In addition, the device does contain discoloration. It is presumed that external stress was applied to the lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward the incorrect direction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the connecting tube was found to be faded and showed a weaking of the plastic with small cracks along the connector and the wing tip was completely broken off. The device was not used during the procedure. There were no reports of patient harm associated with this event.